Event description:
It was reported that after external defibrillation on (B)(6) 2016, this device was found dysfunctional. A re-intervention was performed to replace the device.

Event description:
It was reported that after external defibrillation on (B)(6) 2016, this device was found dysfunctional. A re-intervention was performed to replace the device.